Manufacturer narrative:
Patient city: (B)(6). Patient country: czech republic. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in czech republic. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia. The blood glucose level was high and the patient was treated with intravenous (IV) insulin, rehydration addition bolus. Patient was feeling sick, weak, dehydration and thirsty and been unwell for a few days. Patient found positive for ketones and levels are high. Patient reported canula not sticking. Patient is still in the hospital. No further information available.